Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction has been reported nor have radiographs or photographs provided to confirm the reported event. No bone quality check has been provided. The re-use of explanted devices is not recommended. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." "...warnings, cautions and precautions correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." "...single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents..."

Event description:
On (B)(6) 2018 patient underwent a procedure to revise positioning of the left l3, l4 and iliac screws. The screws at l2 level were found to be loose and were replaced, the screws removed at l2 were reused and placed at l1. On (B)(6) 2018 it was discovered that the l1 vertebral body was fractured and a revision was performed to extend the construct from l1 to t9 level.